Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. No specific AED or information was provided; however, the customer was able to provide the battery pack serial number (B)(6).

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.